Event description:
It was reported that the ilet user announced a meal as ¿usual¿ instead of ¿more than¿ after a heavier breakfast and was advised to allow the ilet correction algorithm to adjust and to monitor glucose for approximately ninety minutes. The blood glucose at the time of the call was 117 mg/dl. No reported hypoglycemia, hyperglycemia, or other adverse effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and user education regarding meal size selection and post-meal monitoring. Investigation of this case revealed user input error related to incorrect meal size selection, with device performance consistent with design and no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.